Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: a failed suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in one piece, as the attachment was not fractured from the body. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. To avoid damaged, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent a surgical procedure (B)(6) 2017 and suture was used. During use the needle was fraying. During the evaluation of the returned device, the needle was found broken. No adverse patient consequences were reported.